Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to halos and glare. Account indicated that the patient was unhappy. Another johnson & johnson ar40e lens (different model and 19.0 diopter) was implanted as a replacement iol. A suture was required. There was no patient injury reported. The patient is doing fine post-operatively. No other information is available.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 22-jun-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification reveled that the lens was received cut, but the cut did not separate the two halves of the lens. The lens was cleaned and, no issues that could contribute to visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation can be performed. Complaint issue (hm-halo vision and hm-glare) was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issues were not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.